Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6). St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (sweden) that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The patient underwent surgical intervention on 09/26/2017 where the ipg was removed and replaced. The issue has been resolved.

Event description:
Follow up information identified the patient received the eri message prior to the ipg becoming inoperable. The abbott representative was unable to obtain the session reports for the device since it was the nurse at the clinic that reprogrammed the patient.